Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fracture was confirmed as the lead exhibited no capture, high/undefined pacing impedance, and noise. It was noted that a lead integrity alert (lia) and a rv bipolar lead impedance alerts were triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.